Event description:
The facility stated a silicone lens model aq2010v was defective upon receipt. The surgeon had opened the package and the lens was scratched. The lens was not implanted and there was no patient contact. The model and lot number of the cartridge and injector are unknown.